Manufacturer narrative:
This report is for an unknown expert femoral nail construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the patient was implanted with a retrograde femoral nail. The patient was returned to the theatre for surgery as the distal locking screw was not through the nail, which resulted in the nail backing out into the knee joint post operatively. The intraoperative x-rays showed that the proximal locking screw was through the nail, but there were not sufficient lateral x-rays of the distal portion of the nail to identify that the distal screw had missed the nail. The nail was inserted using the aiming arm, so the surgeon believed that it was correctly positioned. The patient apparently had a bony defect. This report is for one (1) unknown expert femoral nail construct. This is report 2 of 2 for (B)(4).